Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A replacement computer was shipped to the site. A medtronic representative went to the site to replace the shipped computer and install cranial, spine and dicom qr applications. Medtronic representative performed a system checkout. System passed all tests and fully functional. The suspected computer was has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure the navigation system displayed software error when accessing any application and shuts down automatically. There was no delay to the procedure. The procedure was completed without the use of navigation system. No impact on patient outcome.

Manufacturer narrative:
Device manufacture date provided. Part number and unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Analysis of the returned system computer could not confirm any failure as it passed all testing preformed and operated as expected.